Event description:
On (B) (6) 2008 the patient reported that, while changing the insulin cartridge of her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. The patient said she thinks a few units of insulin spilled out into the cartridge chamber. During troubleshooting with a company representative, the plunger was detached from the piston rod. The patient was instructed to dry out the chamber with a cotton swab. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.